Event description:
Reportedly after a iol implant a capsule tear was noted. The iol was removed, a vitrectomy was performed and a suture was required. A backup lens of a different model was implanted.

Manufacturer narrative:
Additional medical information was requested but not received. The device was returned for evaluation. A haptic was missing with a visible tear where the haptic was located. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. Based on the information provided, a root cause could not be determined. Based on the information provided, a root cause could not be determined.